Manufacturer narrative:
Internal complaint reference (B)(6). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The sutures are still run through the implant, down the cannula, out the handle, and tied to the cleat. The implant in on the insertion tool. The top three ribs/threads of the implant are broken and were not returned, the tip of the implant is broken off and caught between the sutures and the tip of the device. A functional evaluation could not be performed due to the condition the device was received in. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include unintended excessive force on insertion or off-axial insertion. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h6: codes updated.

Event description:
It was reported that during an arthroscopy, when the healicoil anchor was being inserted into the bone it broke. The procedure was completed with 5 minutes delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).